Manufacturer narrative:
Failure investigation (fi) lab received the data acquisition (da) pcb assembly for evaluation. Visual inspection of the returned da pcb assembly revealed no signs of damage or contamination. The da pcb was installed in the fi test ventilator. Pressure accuracy performance verification test was performed and passed. The ventilator was run on normal ventilation for an hour on a test lung. The tidal volume could be adjusted by changing the ipap and epap settings. No errors occurred and no failure was found.

Manufacturer narrative:
Through follow-ups, the key market indicated that they do not have any patient's information.

Event description:
The customer reported that the unit failed pressure regulation. The customer also reported that it always shows the same volume. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.